Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and was placed under general anesthesia on (B)(6) 2014, in order to remove the excessive skin and to equip the patient with a longer abutment. The fixture remained insitu at all times. The issue has been resolved and the patient resumed use of the device.

Manufacturer narrative:
(B)(4). Fixture remains insitu.